Event description:
The customer reported that the monitor allegedly did not alarm for an spo2 desaturation event. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.